Manufacturer narrative:
(B)(4) information was not provided by the contact. Batch # l54n4v. Firing trigger, spring lockout tab, incomplete cycle. (B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the details of what happened during the procedure. Were any patient consequences reported? If yes, please explain. What is the current patient status? The analysis results found that the ats45 device was received with the firing trigger damaged and with a tr45w cartridge loaded in the device. The returned reload was partially fired 1/2 and the lockout spring damaged which indicates that the device's firing cycle was interrupted and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, no information was provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.